Manufacturer narrative:
(B)(4) evaluation statement: the reported event of error code 241.4140 could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference:(B)(4). The customer stated that there was a patient involvement.

Event description:
The customer reported that error code 241.4140 occurred on channel c during an epinephrine infusion; all other channels were unaffected. The rn was able to move the epinephrine to another channel immediately.  The patient was not harmed. Biomed reported the unit had normal wear and tear.